Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when slitting catheter about two inches from the distal end, the catheter broke and had to be snipped with scissors and hemastat. The catheter broke into many pieces and was not returned. No adverse patient effects were reported.